Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00694687 case subject: npi 8110 calibration fails account name: william p clements jr university hospital account #: 10173473 asset name: 8110 syringe module v8.5.6 r asset location: contact: ken williams contact email: ken.williams@bd.com contact phone: 847.274.2644 contact mobile: patient or user involvement: no patient or user harm: no case description: customer mentions calibration required scrolls on device 8110. Failure device type: alaris system instrument failure problem type: 8110 failure mode: calibration case resolution: customer mentions calibration required scrolls on device 8110. Customer performed the calibration, and preventive maintenance and still receiving the ¿calibration-required¿ message on device 8110 (s/n (B)(4)). I suggested customer to repair/replace the logic board to isolate problem fault to device. Customer will perform the repair. They will call back if any further issues of concern persist. Ref:_00d30y0yr._5000l1idiyg:ref